Event description:
During the first coil placement into the anterior communicating artery aneurysm excessive friction was encountered between the subject coil and the microcatheter. The physician was unable to reach the microcatheter distal tip due to the resistance, and decided to retrieve the coil. As the coil was being withdrawn it became jammed and broke inside the microcatheter. The subject coil was successfully removed with the microcatheter without any consequences to the patient.